Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The nozzle units in the gas modules were replaced but not returned for investigation. The ventilator passed all functional and safety tests and was cleared for clinical use. The evaluation of provided device logs confirms the reported event of alarms for high o2 concentration. There are no technical error codes that indicate any technical issues with the ventilator. Pre-use checks prior and after the event date were passed without remarks. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Since no parts were returned for investigation, the root cause of the reported alarms has not been determined, but the nozzle units were most likely contributing to the event. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator alarmed for high o2 concentration during patient treatment. There was no patient harm. (B)(4).